Event description:
It was reported that an ultimum introducer was selected for use. Due to scar tissue in the pt's groin, an extreme amount of pressure was put on the sheath. Upon an attempt to remove the sheath, it stretched and then broke. A surgeon dissected the area and pulled out the remaining sheath. The sheath remained intact. No additional info was available.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The ultimum introducer sheath instructions for use (IFU) states that damage to the valve assembly may occur if inner catheter is withdrawn rapidly. The ultimum introducer sheath instructions for use (IFU) states that the user should advance the dilator/sheath assembly with a twisting motion to avoid damage to the sheath or vessel.